Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient programmer displayed error 2501. The patient ipg was deemed inoperable. In turn, the rep met with the patient for troubleshooting. Reportedly, therapy was not restored. Surgical intervention may take place at a later date.